Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5037136) on 26-sep-2014. The most recent information was received on 18-dec-2019. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded ¿unconfirmed quality defect¿. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), genital haemorrhage ('bleeding') and device extrusion ('extrusion') in an adult female patient who had essure (batch no. 624498) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, vaginal discharge, vaginal irritation, post coital bleeding and adenomyosis. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device extrusion (seriousness criteria medically significant and intervention required), infection ("infection"), allergy to metals ("nickel sensitivity / nickel or metal allergy"), dyspareunia ("dyspareunia"), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune-like symptoms"), back pain ("back pain"), arthralgia ("joint pain"), hypoaesthesia ("numbness"), pain ("chronic body aches"), inflammation ("inflammation"), amnesia ("memory loss"), migraine ("migraines/ chronic headaches"), pruritus ("itchy skin"), rash ("chronic rashes"), fatigue ("chronic fatigue") and vaginal haemorrhage ("abnormal vaginal bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy/ cystectomy on (B)(6) 2019 and ablation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain had not resolved and the genital haemorrhage, device extrusion, infection, allergy to metals, dyspareunia, neuromyopathy, autoimmune disorder, back pain, arthralgia, hypoaesthesia, pain, inflammation, amnesia, weight increased, migraine, pruritus, rash, fatigue and vaginal haemorrhage outcome was unknown. The reporter considered allergy to metals, amnesia, arthralgia, autoimmune disorder, back pain, device extrusion, dyspareunia, fatigue, genital haemorrhage, hypoaesthesia, infection, inflammation, migraine, neuromyopathy, pain, pelvic pain, pruritus, rash, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded ¿unconfirmed quality defect¿. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Most recent follow-up information incorporated above includes: on 18-dec-2019: pfs and mr received: lot number added. Events: extrusion; infection; nickel sensitivity; bleeding; dyspareunia, neuromuscular problems, autoimmune-like symptoms, back and joint pain, numbness, chronic body aches, inflammation, memory loss, weight gain, migraines/ chronic headaches, itchy skin, chronic rashes,chronic fatigue, ablation were added. Medical history, reporter, patient demographics were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), genital haemorrhage ('bleeding') and device extrusion ('extrusion') in an adult female patient who had essure (batch no. 624498) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, vaginal discharge, vaginal irritation, post coital bleeding and adenomyosis. On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device extrusion (seriousness criteria medically significant and intervention required), infection ("infection"), allergy to metals ("nickel sensitivity / nickel or metal allergy"), dyspareunia ("dyspareunia"), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune-like symptoms"), back pain ("back pain"), arthralgia ("joint pain"), hypoaesthesia ("numbness"), pain ("chronic body aches"), inflammation ("inflammation"), amnesia ("memory loss"), migraine ("migraines/ chronic headaches"), pruritus ("itchy skin"), rash ("chronic rashes"), fatigue ("chronic fatigue") and vaginal haemorrhage ("abnormal vaginal bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy/ cystectomy on (B)(6) 2019 and ablation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain had not resolved and the genital haemorrhage, device extrusion, infection, allergy to metals, dyspareunia, neuromyopathy, autoimmune disorder, back pain, arthralgia, hypoaesthesia, pain, inflammation, amnesia, weight increased, migraine, pruritus, rash, fatigue and vaginal haemorrhage outcome was unknown. The reporter considered allergy to metals, amnesia, arthralgia, autoimmune disorder, back pain, device extrusion, dyspareunia, fatigue, genital haemorrhage, hypoaesthesia, infection, inflammation, migraine, neuromyopathy, pain, pelvic pain, pruritus, rash, vaginal haemorrhage and weight increased to be related to essure. Lot number: 624498, manufacturing date: 2007-05, expiration date: 2009-04 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.